Event description:
A customer reported that the system indicated that the secondary energy was too low. The treatment ended at 28% completion and was aborted at that point. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).